Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to pull the peg tube out of the stoma, the bolster got stuck. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain information surrounding the event were unsuccessful. If additional information becomes available, it will be filed in a supplemental medwatch report.

Manufacturer narrative:
(B)(4) for the reported event of feeding tube difficulty placing/retracting (B)(4) for the reported event of feeding tube bolster stuck the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to pull the peg tube out of the stoma, the bolster got stuck. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain information surrounding the event were unsuccessful. If additional information becomes available, it will be filed in a supplemental medwatch report. Additional information received on (B)(6) 2013: when the physician attempted to pull the peg tube out of the stoma, the transition zone of the tube between the hard and soft plastic was stuck in the patient¿s anatomy. The physician increased the size of the incision. The procedure was completed with this same device.